Event description:
A report was received that the patient experienced a shocking sensation when the stimulation was on and that it would take a long time to charge the ipg. It was also noted that several contacts of the lead were not functioning. The patient underwent an explant procedure.

Manufacturer narrative:
The source of the complaint could not be determined as the devices had been damaged during the explant procedure. Device evaluation indicated that the ipg case was punctured. The device characteristics have been changed. The device could not establish communication with the remote control due to the error condition. Device evaluation indicated that the paddle lead was cut into pieces. Damage to the lead is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient experienced a shocking sensation when the stimulation was on and that it would take a long time to charge the ipg. It was also noted that several contacts of the lead were not functioning. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).